Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.073") and (0.4125") from the trifurcation. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter was torn near its base.

Event description:
It was reported that during pretest the foley catheter was torn near its base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.